Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. They had been using the device since 2011 and they were not getting 100% satisfaction. Patient reported medication was a waste of time and the device works a little better than the medication. The patient reported the tech looked at their device lastyear. Patient reported their ins needed to be replaced. Patient reported it wasn't fair they had to keep getting cut open. Patient reported it was not easy for them. Patient reported the device should last at least 5 years. The patient reported the ins was depleting too fast. Patient mentioned they felt like an old person and they were not that old. No further complications were reported or anticipated.